Manufacturer narrative:
No additional information as available. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed, however, the image was not displayed due to the failure of the scope connector. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The flexible tube of the insertion section was crushed due to external factors. The insertion tube was discolored due to handling (insufficient cleaning). The insertion tube had wrinkles due to external factors. The bending section cover adhesive was missing. The bending section cover adhesive was cloudy. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The tip cover was crushed due to an external factor. The objective lens adhesion part was cloudy. The lighting lens adhesive was cloudy. Peeling of the plating on the contacts of the scope connector due to handling was recognized. The forceps plug cap had been scraped off due to external factors. The universal cord had wrinkles caused by external factors. Scratches were found on multiple locations of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported the evis lucera elite gastrointestinal videoscope images may not appear. Out of two (2) systems, only one had symptoms. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting the air/water nozzle due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material was exiting the air/water nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.